Manufacturer narrative:
Maquet (B)(4) evaluated the spring arm and observed two areas of peeling paint and corrosion located at the connection with the metal collar. Maquet assessed that the most likely cause for the corroded parts was inappropriate cleaning and/or disinfection protocols. A maquet service engineer replaced the spring arm with a new one and returned the device to service. Per the device IFU, it is the responsibility of users to verify on a daily basis, the absence of paint chips, impact marks and any other damage. Maquet provides cleaning and disinfection directions in the operating manuals : "rinse the unit with a cloth and clean water. Wipe with a dry cloth."

Event description:
Customer informed maquet that the surgical light was rusted and paint was missing in some parts of the light. Customer found the damage during routine check-up. No injuries were reported. Factory reference number: (B)(4).

Manufacturer narrative:
A maquet service technician inspected the device and found rust at several locations of the spring arm. An offer was sent to the hospital to replace the affected parts. This investigation is on-going and the results will be included in a follow up or final report.